Event description:
It was reported before use of bd vacutainer® k2e 7.2mg plus blood collection tubes there was foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: ¿ before collecting blood the phlebotomist noticed plastic inside tube near the hemogard closure. ¿

Manufacturer narrative:
Additional information : d.10 device available for eval yes, returned to manufacturer on: 2020-02-26 h.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter (broken hemoguard piece) with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter (broken hemoguard piece) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of bd vacutainer® k2e 7.2mg plus blood collection tubes there was foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: ¿ before collecting blood the phlebotomist noticed plastic inside tube near the hemogard closure.¿